Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from one of the mesh arms for the sacrospinous ligament. The bullet was caught inside the capio suturing device. The pinnacle device was removed from the patient and the procedure was completed with another pinnacle, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
The patient is reported to be over 18 years of age. The most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for the suture detachment has been determined to be design. A CAPA has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from one of the mesh arms for the sacrospinous ligament. The bullet was caught inside the capio suturing device. The pinnacle device was removed from the patient and the procedure was completed with another pinnacle, with no complications to the patient, who is reportedly "fine" post-procedure.